Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. One electronic photo was provided for review. The photo shows opacification was noted on both the extension legs near the bifurcation area. The catheter elongation was noted on one of the extension legs. Therefore, the investigation is confirmed for the reported catheter opacification and identified protrusion and stretched issues. However, the investigation is unconfirmed for the reported material deformation as a particular elongation/stretching was noted to the catheter. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3, h6 (device, method) h11: h6 (result, conclusion) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately five months post a dialysis catheter placement, the catheter was allegdly emulsified and there was thinning of the upper end of the connecting tube. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. H10: d4 (expiry date: 04/2025). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately five months post a dialysis catheter placement, the catheter was allegedly emulsified and there was thinning of the upper end of the connecting tube. There was no reported patient injury.